Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported that her blood glucose reached 400 mg/dl and that the needle mechanism never fired the cannula into the infusion site. The pod was worn between 24 and 36 hours.